Manufacturer narrative:
This complaint is for an unknown screw. This report is for 1 unknown part/lot number. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient sustained a tibial fracture on (B)(6) 2012. On (B)(6) 2012, the patient was treated with a locking compression plate-distal tibia (lcp-dt). On an x-ray taken on an unknown date the bone appears to heal but a CT scan (on an unknown date) shows possible pseudoarthrosis. The callus is partially formed and there is a risk of re-fracture with this symptomatic state. Patient underwent additional ultrasound therapy. The patient condition has not changed and currently walks without an axillary crutch. This complaint is for an unknown screw. This is report 2 of 2 for complaint (B)(4).